Manufacturer narrative:
H6, h10: per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was playing softball and the pump was hit with a pitch. Subsequently a malfunction alarm occurred. The customer did not have alternate insulin therapy available at the time of event but reported manual injections would be used until replacement pump received. Customer's blood glucose level was 280 mg/gl.